Event description:
A patient died and the hospital contacted phillips for help in obtaining information regarding the event. The hospital is questioning whether the alarm sounded.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be sent once this investigation is completed.